Event description:
The initial reporter alleged false reactive results while using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the star instrument. The allegation involved three pooled samples generating false reactive hiv results and eight pooled samples generating false reactive hepatitis c virus (hcv) results. Data provided by the customer included one specific hcv sample (barcode (B)(4)), which generated a reactive result with a cycle threshold (CT) value of 41.02 on (B)(6) 2021. No additional sample-specific data was provided. The results were not further resolved to individual donor samples.

Manufacturer narrative:
The reported event occurred on a star instrument with serial number (B)(6). The investigation determined that the cobas® taqscreen® mpx v2.0 us-ivd assay performed as expected based on its design and specifications. A review of the data provided confirmed that the observed false reactive results were due to inherent differences between the us-ivd and ce-ivd versions of the assay, specifically related to the test definition file (tdf) and cycle threshold (CT) cutoff changes. These differences are consistent with the expected performance characteristics of the us-ivd version. No batch trend was identified for the complaint kit batch f31699. The device remains in operation.